Event description:
It was reported that, "disc space was adequately prepped and trialed using the navigator static trials as well as the expandable trial. It was determined that a 12 x 26 x 4 degree spacer would be utilized. The spacer was inserted onto the inserter using standard technique. Surgeon inserted the spacer into the pt and confirmed his starting position under fluoroscope. Dr. Used the mallet to insert the spacer into the disc space, after 3 impactions it was evident that the inserter was no longer attached to the spacer. Inserter was removed, spacer taken out with a pituitary, reinserted onto the inserter, and the same thing happened again."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.